Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: initial analysis confirmed the customer comment that the device would not properly boot-up. Final analysis found that the device took one minute and forty-five seconds to boot-up to the normal screen. There was also a slow boot error in the error log from nearly two years prior. The hard drive was re-imaged, and the software was reloaded and updated. The hard drive health was at ninety-nine percent, so it was replaced and the software was reloaded as a preventive measure. The system fan was noisy, and it was replaced. The device passed final functional and system tests. No other anomalies were found. (B)(4).

Event description:
It was reported that the programmer did not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.